Event description:
Doctor would like to inquire why the lateral condyle registration shows 5 registration points about 1mm proud off bone. My manager and I explained our interpretations of this event. Case type: tka. Surgical delay : <= 15 minutes.

Manufacturer narrative:
Reported event: it was reported that ¿the surgeon would like to inquire why the lateral condyle registration shows 5 registration points about 1mm proud off bone. Case type: tka. Surgical delay : <= 15 minutes¿. Product evaluation and results: review of the case session files was not performed as case session data was not provided. The folder where the case session files were saved was not located and no response was received from the mps when a request for the files to be resent was issued. Product history review: review of the device history records associated with rob798 indicate that on 05/11/2018 quality inspection procedures were completed with no reported discrepancies. Complaint history review: a search of the complaint database under device identification (B)(4) reports no similar complaints for tka software - software error. Conclusions: the failure could not be determined as no case session data or logs were provided after three communication attempts were made. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. H3 other text : device not returned.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Doctor would like to inquire why the lateral condyle registration shows 5 registration points about 1mm proud off bone. My manager and I explained our interpretations of this event. Case type: tka. Surgical delay : <= 15 minutes.